Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010. Product type: accessory: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been ¿in and out of withdrawals¿ since (B)(6) ¿for one reason or another.¿ they do not know that it was the catheter, but it was noted ¿the residual meds in the pump are not matching what it should be, there's more med in the pump than there should be,¿ and ¿when I'm lying in a certain position and I still can't figure out what works but that the catheter is being pinched.¿ the healthcare provider (hcp) didn¿t ¿think it's a blockage, he thinks the catheter is pinching,¿ and "that we need to at a minimum do a catheter revision or they're just going to explant the pump completely.." It was also noted that the patient was ¿trying to get on a schedule for an explant.¿ about three months ago the pump was turned down as low as it could go until it could be removed.